Event description:
It was reported that the insulin pump has physical or cosmetic damage. Blood glucose value is 162 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, stained end cap sticker, cracked battery tube threads and missing reservoir tube o ring. Device had moisture damage on motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.